Event description:
This ra lead was implanted on (B)(6) 2018. A call was placed to technical services on united states (B)(6) 2018 stating that this lead appeared to have an intermittent loss of capture at 3.2 v and continued to 1.6 v. A drop of impedance from 411 ohms to 370 ohms also occurred. P wave went from 2 to 4.7 mv. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).